Event description:
It was reported that a pt had an infection following pump replacement. A physician "attempted to withdraw infection but encountered a hard-mass". Per the reporter, the physician then told the pt that her pump was not infected but that she was suffering from blood clots. The physician performed a procedure to remove blood clots on (B)(6) 2011. An overdose was reported. A family member found the pt "unresponsive" in her hospital bed on (B)(6) 2011. Per the reporter, the pt stated she "did not know how it happened but reported she was overdosed 2 times on (B)(6) 2011". The reporter further stated that shortly thereafter, the pt stated she had suffered a heart attack resulting in the inability to remember the time line of events. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).